Manufacturer narrative:
E1: establishment name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It is reported that the patient faced adhesive issue on (B)(6) 2026 as tape was not sticking. It was stated that the infusion set fell off due to sweat on first day of insertion.